Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank screen and that the customer experienced high blood glucose levels. The blood glucose reading was 278 mg/dl. The customer stated that he is high at the 400 to 500 mg/dl range. The device had alarmed battery out limit, bad battery, weak battery, low battery, and no delivery on several occations. Upon troubleshooting, it was found that the battery was a bad battery the week prior and that it just needed to be changed. The customer stated that the new battery seemed to function properly. Advised to monitor and call if the issue recurred. Nothing further reported.